Event description:
It was reported that the device reached eri (elective replacement indicator) one month after implant and was functioning in vvi mode at 65 bpm. At maximum output settings the device did not capture. It was also reported the device measured a lead impedance >9999 ohms and when the lead was measured with an analyzer, impedance measurements were normal. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: preliminary analysis showed the device was at recommended replacement time (rrt). Further device analysis was unable to confirm the low battery voltage or the undefined impedance measurements. The cause of the reported issue could not be determined; the condition cleared during analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device has been in process; results will be forwarded when available.